Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted changes in amplitude measurements, combined with t-wave oversensing contributing to the delivery of inappropriate therapy. Troubleshooting options were discussed with the field and the s-ICD remains in service. No additional adverse patient effects were reported.